Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that there was procedural fluid was noted within the delivery catheter and the stabilizer. The stent was not returned with the device as it had been deployed during use, confirming the reported event of premature deployment during use. The delivery catheter was noted to be deformed at 11cm from the proximal end. The distal 40cm section of the delivery catheter was noted to be flattened as well. During functional evaluation, delivery catheter was flushed without difficulty and high friction was felt during an attempt to advance/ retract the stabilizer. The stabilizer was unable to be moved. Information from the complaint indicated that the target area was noted to be tortuous and there was focal stenosis at the lesion, which may contributed to the damages on the device. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that the physician experienced resistance during stent (subject device) deployment during the procedure and upon removal, the stent detached prematurely inside the guide catheter. There were no reported clinical consequences to the patient.

Event description:
It was reported that the physician experienced resistance during stent (subject device) deployment during the procedure and upon removal, the stent detached prematurely inside the guide catheter. There were no reported clinical consequences to the patient.